Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. This is the only detailed information they would provide me given their strong assumption it is not a device failure. Per cnor nurse manager and infection prevention. They have not responded to follow up attempts. Is photo available of patient infection? No description of event, symptoms, manifestation of infection? Name of surgery? Tha, lavh, robotic hernia, lap bso. What date /day post op was the infectionnoted? Day 7-10. Was any prescription strength medication prescribed? Please specify? Unknown was the topical steroid prescription strength? No were any other prescription medications prescribed? Was any surgical intervention performed? No were any cultures taken? Results? Unknown please describe how was the adhesive was applied. Per IFU what prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used?no is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No is the patient hypersensitive to pressure sensitive adhesives? No was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Not a reaction. Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No product code and/or lot of product used?unknown current patient status. Stable name of surgeon? Multiple what is the physician¿s opinion as to the etiology of or contributing factors to this event? Potential contamination is product available to return for analysis.no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4) additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 - device not returned additional information provided: education managers mentioned they are seeing an increase in infections with dermabond advanced and dermabond prineo in orthopedics and general surgery. The rep meeting with their infection prevention team to discuss. The education manager said the likely cause was staff touching the surgical incision to test whether the dermabond was dry with non sterile or dirty gloves. Was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> infection, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient infection? Description of event, symptoms, manifestation of infection? Name of surgery? What was the procedure date? What date /day post op was the reaction noted? Infection was any prescription strength medication prescribed? Please specify? Was the topical steroid prescription strength? Were any other prescription medications prescribed? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and topical skin adhesive was used. Post op to procedure, patient has infection. The education manager said the likely cause was staff touching the surgical incision to test whether the adhesive was dry with non sterile or dirty gloves. No other details are known at this time. Additional information has been requested.